Manufacturer narrative:
Field d4 (lot#, UDI and expiration date) was left blank as the lot# of the device is unknown.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a dissection occurred with the enroute 0.014" guidewire distal to the lesion in the internal carotid artery (ica). An unplanned additional stent was placed to cover the dissection and the procedure was completed successfully with no further complications reported.